Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device history logs. However, the device was put through extensive testing including bench handling and defib cycling without duplicating the report. An internal inspection of the device found no discrepancies. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable (mfc) used during the event was not returned for evaluation. Zoll recommended to the customer that the multi-function cable be replaced. Analysis of reports of this type has not identified an increase in trend.